Manufacturer narrative:
Analysis of the returned ipg passed all testing and revealed no anomalies, a data log review was also completed and revealed no anomalies related to temperature however did reveal ipg to charger alignment was not optimal. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states that possible surgical procedural risks such as infection, and implant site complications such as skin irritation or burn, redness, in addition to optimal position alignment of charger over ipg are known inherent risks with the use of the dbs. Boston scientific engineers concluded the skin lesions, infection, erosion redness are known inherent risks of implanting an ipg as stated in the IFU. In addition failure to keep charger aligned to the ipg are stated in the IFU and concluded the probable cause was failure to follow directions. The returned lead extension 7098262 passed inspection and revealed no anomalies other than a clean cut 17 cm from the proximal end of the lead and the distal portion of the lead was not returned. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency. The returned lead extension 7098319 passed inspection and revealed no anomalies other than a clean cut 18 cm from the proximal end of the lead and the distal portion of the lead was not returned. This damage to the device is a result of a typical explant procedure and it is not considered a device deficiency.

Event description:
It was reported that the patient experienced difficulties charging and heat at their deep brain stimulation (dbs) implantable pulse generator (ipg) site during a recharging session. Attempt to retrain how to properly charge dbs was provided, however patient experienced charger kit to ipg alignment communication issue. It was noted there was localized redness and scaling lesion at the ipg that could not be confirmed a burn however was consistent with symptoms, during the evaluation potential infection and erosion with skin breakdown at the dbs scalp implant sites was also noted per the physicians assessment. It is unknown if cultures were taken to confirm infection. The patient underwent a procedure where the entire dbs system was removed. The patient did well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7091475. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7091504. Product family: dbs-lead fixation upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 28262096. Product family: dbs-lead fixation upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 28220880. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7098262. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch:7098319.

Event description:
It was reported that the patient experienced difficulties charging and heat at their deep brain stimulation (dbs) implantable pulse generator (ipg) site during a recharging session. Attempt to retrain how to properly charge dbs was provided, however patient experienced charger kit to ipg alignment communication issue. It was noted there was localized redness and scaling lesion at the ipg that could not be confirmed a burn however was consistent with symptoms, during the evaluation potential infection and erosion with skin breakdown at the dbs scalp implant sites was also noted per the physicians assessment. It is unknown if cultures were taken to confirm infection. The patient underwent a procedure where the entire dbs system was removed. The patient did well post-operatively.

Event description:
It was reported that the patient experienced difficulties charging and heat at their deep brain stimulation (dbs) implantable pulse generator (ipg) site during a recharging session. Attempt to retrain how to properly charge dbs was provided, however patient experienced charger kit to ipg alignment communication issue. It was noted there was localized redness and scaling lesion at the ipg that could not be confirmed a burn however was consistent with symptoms, during the evaluation potential infection and erosion with skin breakdown at the dbs scalp implant sites was also noted per the physicians assessment. It is unknown if cultures were taken to confirm infection. The patient underwent a procedure where the entire dbs system was removed. The patient did well post-operatively. Correction to the initial MDR in block h11. Additional component added.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-chargers upn: m365db64125us0. Model: db-6412-5us. Serial: (B)(6). Batch: 89107.